Event description:
This report is being filed after the subsequent review of the following journal article: glassner, p., and tejwani, n. (2011, february). Failure of proximal femoral locking compression plate: a case series. J orthop trauma, 25:76¿83. The authors conducted a retrospective chart review of ten patients at level one trauma centers and tertiary referral hospitals who underwent open reduction and internal fixation with a synthes device, proximal femoral locking compression plate (pf-lcp). Seven case studies, average patient age 56.7 years (range, 36-72 years), were presented. A 60 year old male with a history of pelvic ring injury and nerve injury to right lower extremity with no motor function, suffered a fall from standing. The patient underwent open reduction internal fixation with pf-lcp for a right intertrochanteric femur fracture with significant comminution of the greater trochanter. Three weeks postoperatively, the patient had increased right hip pain. Imaging studies showed collapse of his intertrochanteric femur fracture with varus deformity and failed pf-lcp. After hardware removal and open reduction internal fixation with a trochanteric intramedullary femoral nail, the nail failed. The patient underwent right hip hemiarthroplasty with an uneventful recovery. The authors concluded that there appeared to be a high failure rate even though the devices were implanted by experienced surgeons. They indicated the implant failures may have been due to technical issues and patient factors. This is report 1 of 1 for (B)(4). This report is for an unknown proximal femoral locking compression plate.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Date of event: j orthop trauma, 25:76¿83. Device is an unknown plate, quantity 1. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.